Event description:
According to the reporter, a capsule failed to attach. The vacuum source and the vacuum pressure before the procedure was 550 mmhg. No lubricant was used to facilitate placement of the capsule. The patient did not suffer from any adverse event during the procedure. The delivery system and the capsule will be returned to given. There was no harm caused to the patient due to the alleged device malfunction and no intervention required. There was nothing unusual about the patient or the procedure itself that may have led to this event. An endoscopy has been performed prior to the procedure and the esophagus appeared to be normal. This user has been using this procedure for 5 years.